Event description:
Litigation papers allege: corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant; since surgery, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility and/or the need for revision surgery.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Although litigation reported this as metal on metal, product information indicates the patient had poly on metal. As the litigation has already been reported, and there is no reported serious injury or malfunction (patient has not been revised), the reporting requirements have been met. Even though part/lot information was provided it is unclear what products are at issue as the patient has not been revised therefore the product page will be left as unknown until further information is received. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).